Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient was experiencing medical issues today and needs to go to the ER. The caller stated that the patient was shaky all over, from head to toe, but was not weak or dizzy. The caller mentioned that the patient had been feeling this way since yesterday but did not mention it to them or to the healthcare provider in their follow up appointment. The only recent changes in medication were that the doctor noted the incision did not heal as well as expected, started the patient on bactrim last week, and extended the prescription after seeing their yesterday. The caller mentioned that the patient was 85 years old and was unsure if bactrim or the device could be responsible for these changes. They also reviewed the patient's eating habits, activity level, and other medications, but found no other differences. The caller expressed concern that bactrim could be affecting the patient's electrolytes, blood sugar, or causing neurological effects, but clarified that they were not a doctor and were unsure what could be happening. They noted that the healthcare provider was in surgery today but were calling the office so the provider can return their call when available. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the health care professional (hcp). The nurse on duty stated that the patient had an infection at the ins site and that was why they were prescribed the antibiotic. The device is still in use at the time of the call. The onset of the infection is unknown and patient was put on antibiotic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.